Event description:
Customer reported a low blood glucose event. The paramedics were called. Customer stated that he overbolused. The blood glucose reading at the time of the event was 20 mg/dl. The paramedics treated the customer at the scene. Customer was found unconscious. His son attempted to treat with juice and sugar. The paramedics treated with IV until the blood glucose was stable. Customer was not transported to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.